Event description:
Reportedly, during pt use, "switched to backup battery" and "integrated power pac low" alarms occurred. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, add'l pt info was not provided.